Event description:
On (B)(6) 2012, (B)(4) received the following information. This is a spontaneous report from a patient with supplemental information from a peritoneal dialysis registered nurse (pdrn) of peritonitis due to break in aseptic technique. The following information was obtained from the patient: on an unreported date, the patient began pd therapy. On an unreported date, the patient had a break in aseptic technique/touch contamination while performing pd therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. The date of onset of this peritonitis episode is unknown. The patient was not hospitalized for this event. At the time of this report, the patient had recovered from the event and remained on pd therapy. The following information was obtained from the pdrn: she confirmed the patient had a break in aseptic technique/touch contamination. She confirmed the patient was diagnosed with peritonitis on (B)(6) 2012. The date of onset of this peritonitis episode is unknown. The patient was not hospitalized for this event. At the time of this report, the patient had recovered from the event and remained on pd therapy. According to the nurse, the peritonitis was not related to any of the baxter pd solutions. On (B)(6) 2012, product surveillance contacted the pdrn regarding the peritonitis event. She stated the event of peritonitis was not related to any baxter disposables or products. She stated the patient was retrained on aseptic technique. No further information was obtained.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique as stated by the patient had a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.